Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a dark, elongated piece of particulate matter in a fluid transfer tube set. The reporter stated that the particulate matter ¿appears to be jammed between the hose joint.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection were performed and noted foreign matter located at the end of the pvc tubing to where it attaches to the connector. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.